Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the surgeon overinflated the balloon and the balloon popped. The balloon was adjacent to a surgical staple. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The instructions for use (IFU) indicate that the balloon is rated to be inflated to 10-12mm. However, the customer reported that the balloon was overinflated to 12mm.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.